Event description:
It was reported that during a clinic visit, this pacemaker was found to display code 1003 that indicated the voltage is too low for projected remaining capacity alert and a lead safety switch (lss) was triggered on the right atrial (ra) lead from bipolar to unipolar configurations due to high out of range pacing impedances exhibited on the ra lead. The health care professional (hcp) called technical services (ts) for further review and disk data analysis. Upon review, the presenting electrogram (egm) showed ra lead exhibited myopotential oversensing noise due to the unipolar sense configuration from caused by the high out of range pacing impedances. Data analysis identified potential high impedance within the battery. Ts recommended for device and ra lead replacements. At this time, no patient effects were reported. The pacemaker and ra lead remain in service.